Event description:
Status post bilateral transaxillary subglandular gels (unknown size/MFR) for augmentation. Pt reports left was ruptured one year later during a possible closed capsulotomy but pt has been unable to afford removal. Complaint reports size and drainage of silicone from left breast. Pt also complained of systemic problems including arthralgias (positive am stiffness), myalgias, feet cramps, dysesthesias/paresthesias, swelling, chronic fatigue, sleep disturbance, sweats, chills, headaches, tmj problem, visual problem, dizzy spells, memory problem, dry mucus membranes, hair loss, rashes, sensitivity to sun/cold, shortness of breath, choking sensation, increased cholesterol and irritable bowel syndrome. Pt complained of increased pain in breasts. Family history positive for breast cancer in paternal aunt with premenopausal, unilaterally.